Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: chao, t.c., chou, w.y., chung, j.c., and hsu, c.j. (2005), humeral shaft fractures treated by dynamic compression plates, ender nails and interlocking nails, international orthopedics (sicot), vol. 29, pages 88-91 (taiwan). This retrospective study was conducted to compare the clinical results and efficacy of dynamic compression plate (dcp), flexible intramedullary ender nails (en) and interlocking intramedullary nail (iln) for the treatment of acute, closed, and displaced humeral shaft fractures. From january 1991 to december 2001, 92 patients with acute displaced humeral shaft fractures were divided into 3 groups; 36 patients were treated with a dcp, 32 patients were treated with an en and 24 patients were treated with an iln. There were 20 males and 16 females with a mean age of (B)(6) years (range, 19-85) in the dcp group. The patients were followed at 2-week intervals in the first month and then every month thereafter till 12 months postoperatively. The following complications were reported: 2 patients died during the follow-up period. 2 patients had iatrogenic radial nerve palsy, but nerve function recovered within 5 months. 4 patients had nonunion. 3 patients had secondary surgical treatment including autografting six months after the primary operation. 1 patient had an infection 3 patients had fixation failure. All patients had secondary surgical treatment including autogenous bone grafting and all fractures united within one year. This report is for an unknown synthes dcp. This report is for (1) unk - constructs: plate screws. This report is 2 of 2 (B)(4).